Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the very first day was awesome, even the urgency she use to have went away. She has been peeing a lot since 3-4 days after the implant. After reviewing how to turn the handset off instead of the therapy she determined she had been turning the therapy off by mistake. Patient had called and talked to the medtronic rep eric (last name asked unknown) on the phone probably on tuesday. She said, they didn't talk about how to turn the handset off though. They talked about when to increase the stimulation. Patient has an appointment with the doctor on monday. Reviewed how to turn therapy on/off, and how to turn the handset on/off. Additional information was received on 2023-10-26. The patient reported noticed improvement at the beginning they did not have urgency and were not using pads but it's been probably a week and a half and it seems like they have to go a lot and their bladder is not emptying at all but now even after they sit down to urinate they get up and still feel a little leak. Pt said they had turned it up and could feel the pain on the left side of their vagina but they could not bend down because of the pain. Pt said they decreased back down and when they lay down it is fine but when they get up it is hurting on the left side. Patient asked if they should change programs. Reviewed the option to change programs. Pt said they have never had a discussion with their doctor about changing programs. Reviewed interstim therapy optimization information, stim sensation information and redirected to their doctor to check about changing programs and reviewed they can call pats back if they need further support. During the call pt synched with the ins and confirmed therapy was turned on.

Event description:
Additional information was received from the patient. They reported that at first it started working since day one, but now it is not working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.